Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the stent allegedly failed to deploy from the delivery system. Reportedly, the delivery system was removed from the patient without incident, and a new delivery system was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the stent allegedly failed to deploy from the delivery system. Reportedly, the delivery system was removed from the patient without incident, and a new delivery system was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: based on the evaluation of the sample returned, the reported failure to deploy the stent could not be confirmed. Even thought the stent was found loaded in the delivery system upon sample receipt, the stent could be deployed on the laboratory table without problems. No damage or device deficiency could be identified. Based on the evaluation results, the reported issue could not be reproduced and the investigation will be closed with inconclusive result. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling applicable it was found that the instructions for use (IFU) sufficiently addressed the potential risk. The IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.". In regards to accessories the ifus state: 'the bard® lifestar vascular stent system is only compatible with a 0.035¿ (0.89 mm) guidewire.', and 'the 6f delivery system requires a minimum (...) 6f introducer sheath.' Based on the IFU supplied with this product, the device is indicated for the treatment of iliac occlusive disease or for the treatment of biliary strictures resulting from malignant neoplasms.